Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, customer was not sure the insulin pump was functioning correctly and customer has been experiencing high blood glucose. A blood glucose of 500 mg/dl was reported by the customer and 200 mg/dl too. Troubleshooting was performed on the insulin pump and no air or leaks were noted. The device had alarmed auto off. Customer didn't have a tubing clamp so one was sent to the customer. Customer was then advised to call back to perform the high pressure on the device to ensure its working properly. Customer is not returning the device at this time.